Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp mmt-1886 minimed 780g ous system ble connect 3.0 mg/dl which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 50 mg/dl. The customer was admitted to the hospital to treat hypoglycemia and treated with a glucose tablet and glucagon. The customer stated that the insulin pump was not stopped the delivery of insulin on low blood glucose and the auto mode smart guard feather was automatically delivering the insulin. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode smart guard feather was active. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 521 boluses listed on the event date 20-feb-2023 in the pump history file. Please see the first 10 boluses listed below. 02/20/2023 00:00:58.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 02/20/2023 00:05:58.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 02/20/2023 00:11:03.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 1750 (0.175 u), bolusamountdelivered: 1750 (0.175 u). 02/20/2023 00:16:05.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). 02/20/2023 00:16:05.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). 02/20/2023 00:26:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 02/20/2023 00:31:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 02/20/2023 02:21:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 02/20/2023 02:26:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 02/20/2023 02:31:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). Please see below for the daily total of all insulin delivered on the event date 20-feb-2023. 02/21/2023 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 02/20/2023 00:00:00.000. Dailytotalofallinsulindelivered: 183750 (18.375 u). Dailytotalofbasalinsulindelivered: 55250 (5.525 u). Dailytotalofbolusinsulindelivered: 128500 (12.85 u). Please see below for the pump errors/alarms/alert noted 1 week prior to the event date 24-aug-2022 in the pump history file. 02/19/2023 20:45:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.